Event description:
Asr xl acetabular system (right) revision. Description of symptoms / problem: patient states she has pain on movement and weight bearing. Hip clicks constantly when walking which has becoming increasingly worse. Tender to touch. (B)(6). Update: added date of revision from (B)(4) spreadsheet dated (B)(4) 2012.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr xl acetabular system (right) revision. Description of symptoms / problem: patient states she has pain on movement and weight bearing. Hip clicks constantly when walking which has becoming increasingly worse. Tender to touch. Primary surgeon dr (B)(6), (B)(6) hospital revision surgeon dr (b()6), sportsmed update: added date of revision from crawfords spreadsheet dated 21 feb 2012. Update: hospital added as per update email received 30 april 2012. Update mar 8, 2018 additional information received from crawford. Reason(s) for revision: alval / soft tissue reaction. Corrected doi, added manufacturing date and complainant name. Added ip for the cup doi (B)(6) 2008; dor: (B)(6) 2011; right hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr xl acetabular system (right) revision. Description of symptoms / problem: patient states she has pain on movement and weight bearing. Hip clicks constantly when walking which has becoming increasingly worse. Tender to touch. Primary surgeon dr (B)(6). Revision surgeon dr (B)(6). Update: added date of revision from crawfords spreadsheet dated 21 feb 2012. Update: hospital added as per update email received 30 april 2012. Update: 22 june 2015. Updated reason for revision to include alval / soft tissue reaction. Updated file hander details. Added dummy cup and stem, querying cup and stem details. Added manufacture and expiry dates for head and sleeve. Taken from claimsuite update 19 june 2015 ((B)(4)).